Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that pt had experienced a hypoglycemic event and eventually lost consciousness. When pt's sister noticed that pt was incoherent, she called the paramedics. Pt was transported to the ER where she was treated and released the same day. At the time of her call to dexcom technical support, pt reports that she was nauseated, still vomiting and suffering from diarrhea.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.